Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition, a complaint history review was completed and there were no complaints found to be related to the reported event. The instructions for use (IFU) were reviewed. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma stent of surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medication use, user issues, and operational context. Any omitted information was not available at the time of initial report. Written correspondence will be sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary MFR reference # (B)(4).

Event description:
The surgeon reported that the patient moved eye during the release of the trabecular micro-bypass stent. The doctor regrasped the stent and removed it from the patient's left eye. Upon reviewing the stent outside of the patient's eye the doctor observed that the stent was not present on the tip of the inserter and is concerned that the stent may still be in the patient's left eye. A back up stent was implanted. Additional information will be requested.

Event description:
Clinical follow-up was requested and on 04/17/2018 the surgeon provided the following additional details: the status of the lost stent is unable to visualize. The event did not result in an adverse impact to the patient. It is unknown where the first stent is. The backup stent is well positioned. The patient¿s current status and prognosis were described as, doing well.

Manufacturer narrative:
Additional information: (the stent was not implanted in the proper location and it is unknown where the stent is, therefore the surgery date was indicated in the implant date field.)